Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
This pi is for revision of patient's right knee on (B)(6) 2018. It was reported that patient's right knee was revised after patient complaint of thigh pain. Surgeon suspected loose femoral components, confirmed intra-operatively. The construct was revised but due to an intra-operative event, the femoral components had to be re-implanted. Rep does not know at time of report if cement was stryker cement.